Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report that a patient had a pocket revision due to pain was received. The patient is reportedly doing well following the procedure.